Event description:
It was reported a patient experienced an unspecified alarm on the disposable cassette while performing peritoneal dialysis therapy. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.